Event description:
It was reported that the patient experienced a pain at the implantable pulse generator (ipg) site due to its location and the patient had an inadequate stimulation. All components were explanted, and the explanted products were discarded per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 19366475/19366475 UDI:(B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 18598341/18766443. UDI: (B)(4).